Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2020 it was reported that the volume filled was 40 ml and the volume programmed was 39.5 ml. On (B)(6) 2020 ml was removed from the reservoir while 8.7 ml was expected from the reservoir. The cause of the discrepancy was a kinked catheter at proximal catheter, noted to be encased in fibrous tissue. There were no further complications reported/anticipated.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2020-jun-23. It was reported that the explanted pump was sent to the hospital's "risk management", but the rep requested notification of when the pump would be available to be sent for analysis. The patient's weight was unknown, but the rep confirmed that the patient was reporting good therapeutic relief. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 250mcg/ml at 1.5mcg/ml, diluadid 10mg/ml at 0.06mg/day and bupivacaine 10mg/ml at 0.06mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s pump was having intermittent stalls and volume discrepancy. No specifics were provided but there was more than expected. The pump was being replaced. Additional information received on 05-jun-2020 reported that at the pump replacement, they noticed that there was an issue with the catheter and the pump segment was replaced. The issue was that the catheter was kinked at the distal side of the collet. As soon as they cut it, it started flowing freely. No patient symptoms and no further complications were reported or anticipated regarding the event.